Event description:
The patient received two leads with the same lot number. It was reported the patient did not receive effective stimulation to her painful areas. Surgical intervention was undertaken on (B)(6) 2014 explanting and replacing the ipg and leads with a competitor's system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.